Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a problem last night. Patient stated after driving yesterday, they were unsure how, but his device stopped working. Upon further inspection, they realized the ens batteries were dead. Patient had already bought the batteries to replace them, but waited to speak with someone first. They confirmed again it was indeed the ens that had dead batteries. Patient had new batteries but had not replaced them yet. Patient stated the first day of evaluation, they saw improvement and was able to void on their own but since ens had been dead, they had not been able to void on their own. Patient did not really get an urgency to void, they just got pain in their kidneys which let them know that they had to go. Premature battery depletion, unable to remain synced to remote or testing cable. Batteries changed in both ens and remote and re synced by technical services, unsuccessful. They tried to sync a new remote to the ens in the office and was unable to get it to stay active. They then replaced the ens with a new one and it worked fine. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they resynced the patient remote to the ens and it would not stay bonded. They then tried a different remote with the same result. That is when they changed out ens¿s. The cause of the ens dying was not known. No further information reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
Analysis of the(B)(4) verify external neurostimulator (s/n (B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.